Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for an insulin flow blocked alarm, he experienced a high blood glucose level. Customer's blood glucose level range was 300 mg/dl to 400 mg/dl. The customer treated his blood glucose level with an insulin pen. An infusion set change resolved the issue. The insulin flow blocked alarm was resolved by changing the complete set. The device was not returned.